Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 27, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that multiple patients have been observed to have increased intraocular pressure (iop) after having cataract surgery. The surgeon believes the cause is due to a system issue. All of the patients were given oral and/or topical drops postoperative.

Manufacturer narrative:
The system was received and a visual assessment of the returned sample revealed that the display glass was smashed. The returned system was booted-up and no nonconformities were noted. The fluidics test was performed and no nonconformities were noted during testing. The system was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).